Event description:
It was reported that a user attempted to switch continuous glucose monitoring from dexcom g7 to freestyle libre 3 plus and was unable to pair the fsl3+ sensor with the ilet because the sensor had already been started in the abbott mobile application, resulting in the sensor being in use by another device. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no hospitalization. Investigation included troubleshooting and user education on correct pairing workflow and use options. Investigation of this case revealed sensor pairing failure due to prior activation on a different device, consistent with expected interoperability constraints and user setup error. It was concluded, based on previously established findings for similar reports, that the cause was user-related setup error with a properly functioning device.